Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular procedure in infrarenal aorta to treat an abdominal aortic aneurysm (aaa) and left common iliac artery aneurysm utilizing a gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg conformable_) along with other devices. Reportedly, during the procedure, the device was advanced through a 16fr dryseal beyond the renal vessels over a lunderquist wire and the proximal markers were aligned at mid origin of lowest renal (right). The first stage of deployment was done with full angulation over the stiff segment of the lunderquist wire then the graft was deployed to the gate. Contrast run showed that the graft was too high on the right renal so recontraining was done and manipulation of the wire and angulation wire. When the markers were at desired point, the grey knob was turned to unconstrain the proximal stent, however, the stent graft only opened a few millimeters despite being fully unconstrained. A second contrast injection showed the graft was too low so it was constrained fully again and after winding back the angulation and advancing the stiff wire, the graft was repositioned. The re-constraining knob was unwound again but the proximal stent did not open. It was thought that the pigtail marking catheter might be holding the graft off the contralateral wall and preventing the proximal stent from opening so the pigtail was withdrawn over a glidewire and the contralateral gate was cannulated. The pigtail was then advanced above the proximal stent. It was very difficult to visualize the right renal origin and while removing the paralax from the proximal markers. The device was re-constrained and repositioned two more times (re-constraining was done total of four times). The proximal stent did not fully open at any time when the re-constraining was unwound. The angulation wire was advanced and retracted two times. The lunderquist wire was advanced and withdrawn multiple times. The decision was made to release the re-constraining fiber and contralateral gate fiber to allow the proximal stent to open fully. After this was done, it was noted that the graft was partially covering the right renal artery. The bridging limb between the trunk ipsilateral leg conformable and gore® excluder® iliac branch endoprosthesis was deployed. The ipsilateral limb was deployed. The right renal was accessed from the right side and a 7mm vbx was deployed. Procedure was completed with the final run showing no endoleak and flow into right rental artery.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added g3/g4, h1/h2, h6. Imaging evaluation summary: the imaging evaluation performed by a clinical imaging specialist showed the following: three time-points available for evaluation: pre-implantation cta dated on (B)(6) 2023, intra-operative angiogram dated on (B)(6) 2024 and post-implantation cta dated on (B)(6) 2024. Pre-implantation cta images dated on (B)(6) 2023 show there is a greater than 90° aortic angulation. Proximal neck diameters are 18mm. Intra-operative angiogram imaging dated on (B)(6) 2024 shows: 10:01 am- non deployed device advancing through what appears to be the left external and common iliac arteries. 10:09 am- proximal trunk appears to be partially deployed. 10:26 am- ballooning within the implanted device. 10:27 am- proximal wire pattern does not appear to show a fully deployed trunk. 10:28 am- more ballooning 10:42 am- a wire pigtail marker catheter is advanced proximal to the proximal end of the first deployed trunk. A guide wire and sheath are being advanced from the rci past the level of the renal arteries. 10:45 am- the proximal end of a non-deployed device appears to be at the level of the rra. 10:50 am- the device appears to be deployed in the anerysm sac. 10:52 am- the proximal device appears to be partially reconstrained. 11:13 am- the proximal device appears to be fully constrained and advanced to the level of the rra. 11:18 am- the proximal end of the device appears to be less constrained however, there is not circumferential device apposition. Contrast is visualized outside the proximal end of the device. There is flow in both renal arteries on this time stamped image. 11:19 am- the proximal end of the proximal device appears to be more expanded. 11:20 am- the proximal end of the device appears to be fully expanded and no contrast is identified outside of it. Flow is visualized in both renal arteries. 11:21 am- the device appears to be partially constrained. Multiple time stamps with constraining and expanding of the proximal end of the device. 12:23 pm- there is a sheath that is advanced into the right renal artery. 12:28 pm- ballooning within implanted devices. Ballooning of a vbx stent deployed in what appears to be the right renal artery. 12:31 pm- vbx stent fully deployed in the right renal artery. Post-implantation cta dated (B)(6) 2024 shows: a vbx stent is implanted in the right renal artery and there is flow throughout the implanted devices. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device." Corrected h6 ( investigation conclusions): removed d12-known inherent risk of device and d1102-unintended use error caused or contributed to event.